Event description:
It was reported a cerebrovascular accident (cva) occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 20mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 17.8 mm. The following day the patient was discharged on aspirin and apixaban. On (B)(6) 2019, the patient presented to the emergency department with complaints of speech difficulty. Subsequently, tissue plasminogen activator (tpa) was administered and the patient was hospitalized on the same day. On (B)(6) 2019 the patient was transferred to another hospital for further evaluation of the watchman device. That day the patient underwent computed tomography (CT) of their brain which revealed: interval development of a large acute area of infarction identified in the distribution of left middle cerebral artery; no evidence of intracerebral hemorrhage noted. The patient also underwent chest x-ray which revealed no acute findings. On (B)(6) 2019, the national institute of health stroke score (nihss) was noted to be 5. That same day patient underwent magnetic resonance imaging (MRI) brain which revealed extensive punctate ovoid, and confluent fluid-attenuated inversion recovery (flair) signal hyperintensity identified in the periventricular deep white matter bilaterally, though these findings were nonspecific but most likely related to changes associated small vessel ischemic diseases; there were no significant changes from the CT of the brain performed on (B)(6) 2019. On the same day magnetic resonance angiography (mra) head revealed no significant arterial abnormality and no other significant abnormality. Additionally, carotid ultrasonography duplex revealed no hemodynamically stenosis in right internal carotid artery and left internal carotid artery, no other significant abnormality was found. Same day transesophageal echocardiogram (tee) revealed left atrium was mildly dilated, no clot noted; atrial septum was intact without an evidence of patent foramen ovale or atrial septal defect; laa closure device was well seated with no residual flow or thrombus; right ventricular chamber and systolic function are within normal limits; there was an evidence of grade 3 (atheroma less than or equal to 5 mm) atheroma in the transverse aorta, there was no significant valvular disease. The patient was recommended to hold aspirin and to start plavix. On (B)(6) 2019, aspirin was stopped and clopidogrel was started. On the same day, the patient was discharged to rehabilitation center. The event was considered ongoing. It was further reported that during the index procedure the original deployment of the 20mm watchman flx device was too proximal. A 27mm device was then attempted to implant, however the proximal anchors were not engaged. The 20mm device was then successfully implanted after several attempts. On (B)(6) 2019 the patient presented to emergency department with the complaints of acute onset of both receptive and expressive aphasia. Ems also reported that the speech was mildly slurred on arrival, but they primarily noted that the patient had some difficulty following commands as well as inability to correctly answer all questions by not consistently offering the right words in response. Baseline nihss was 0 in (B)(6) 2019 at the 12 month follow up. At this time the nihss score was 3. CT findings on (B)(6) 2019 were as follows: CT head without contrast revealed no evidence of acute cortical cva, mass effect, intracranial hemorrhage or skull fracture. CT angio of the neck revealed no carotid or vertebral artery dissection or occlusion, moderate stenosis of the proximal right ica with mild stenosis of the proximal left ica. Chest x-ray revealed left base atelectasis versus early infiltrate. After tpa administration there was no immediate improvement in the symptoms, however the patient communicated somewhat better shortly after the bolus. The patient's condition was discussed with her neurologist and was recommended to switch from aspirin to plavix. On (B)(6) 2019 the transition from aspirin to plavix was kept on hold until completion of all the formal evaluations. On (B)(6) 2019 the nihss was noted to be 5. The patient was diagnosed with cva and the type of event was ischemic with duration of focal or global neurological deficit 24 hours.

Event description:
It was reported a cerebrovascular accident (cva) occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 20mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 17.8 mm. The following day the patient was discharged on aspirin and apixaban. On (B)(6) 2019, the patient presented to the emergency department with complaints of speech difficulty. Subsequently, tissue plasminogen activator (tpa) was administered and the patient was hospitalized on the same day. On (B)(6) 2019 the patient was transferred to another hospital for further evaluation of the watchman device. That day the patient underwent computed tomography (CT) of their brain which revealed: interval development of a large acute area of infarction identified in the distribution of left middle cerebral artery; no evidence of intracerebral hemorrhage noted. The patient also underwent chest x-ray which revealed no acute findings. On (B)(6) 2019, the national institute of health stroke score (nihss) was noted to be 5. That same day patient underwent magnetic resonance imaging (MRI) brain which revealed extensive punctate ovoid, and confluent fluid-attenuated inversion recovery (flair) signal hyperintensity identified in the periventricular deep white matter bilaterally, though these findings were nonspecific but most likely related to changes associated small vessel ischemic diseases; there were no significant changes from the CT of the brain performed on (B)(6) 2019. On the same day magnetic resonance angiography (mra) head revealed no significant arterial abnormality and no other significant abnormality. Additionally, carotid ultrasonography duplex revealed no hemodynamically stenosis in right internal carotid artery and left internal carotid artery, no other significant abnormality was found. Same day transesophageal echocardiogram (tee) revealed left atrium was mildly dilated, no clot noted; atrial septum was intact without an evidence of patent foramen ovale or atrial septal defect; laa closure device was well seated with no residual flow or thrombus; right ventricular chamber and systolic function are within normal limits; there was an evidence of grade 3 (atheroma less than or equal to 5 mm) atheroma in the transverse aorta, there was no significant valvular disease. The patient was recommended to hold aspirin and to start plavix. On (B)(6) 2019, aspirin was stopped and clopidogrel was started. On the same day, the patient was discharged to rehabilitation center. The event was considered ongoing.